Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this dependent patient presented to the emergency room with syncope and was near syncopal. Noise oversensing was found, with no pauses greater than 2 seconds on the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d). A spike in pacing impedance was seen last month. The pacing impedance measurement went from about 600 to 1500 ohms. Noise was reproduced with arm movement. The physician decreased sensitivity and the plan was to revise the lead. No additional adverse patient effects were reported.